Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the flat panel emitter had damage to the cable at the base of the panel. The damaged was noted to be wear and tear. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, serial/lot #: (B)(6), UDI#: (B)(4). H3: a manufacturer representative went to the site to test the equipment. In summary, the flat emitter was replaced. Codes fdm b01, fdr c07, fdc d02 are applicable to this analysis. H3: the hardware (9733752) was returned and analysis was performed. In summary, the analysis concluded the cable jacket was cut by strain relief, exposing the shield wire but there were no bare wires. Codes fdm b01, fdr c07, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.